Event description:
Additional information received from the consumer reported it took forever to recharge and they were only able to achieve two coupling boxes even after receiving a new recharger and antenna. The consumer further reported they had to charge overnight, and never had this issue with their previous device. An appointment was scheduled for (B)(6) 2016 to have the battery checked.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported when they started charging their new implantable neurostimulator (ins) they had coupling problems and the implantable neurostimulator (ins) was ¿dying like crazy.¿ at first they thought it could be due to the swelling from surgery but the problems continued. According to the consumer their healthcare provider (hcp) confirmed the ins was placed where it was supposed to, was close to the surface, there were no pocket issues, and the ins was level. The manufacturer¿s representative (rep) was also able to confirm they were able to communicate with their equipment. Troubleshooting was performed including turning the antenna dial, using the antenna locate feature, and repositioning the antenna but it didn¿t resolve the issue, and resulted in two coupling bars. Following this it was reported the recharger antenna was damaged. Once the consumer received the new antenna they called back and stated it didn¿t resolve the poor coupling. Troubleshooting was performed which confirmed the poor communication screen wasn¿t seen on the patient programmer (pp), they were able to increase and decrease stimulation, and saw the normal program screen. It was noted the last time the consumer charged without coupling issues was in (B)(6) of 2016. As a result of the coupling issue a new recharger was going to be sent. No patient symptoms were currently reported.

Event description:
Additional information received from the consumer reported the reason the implantable neurostimulator (ins) depleted and had to be replaced was due to their high settings, and they were told when they first received the first implant that due to their high settings it would reduce the overall ins battery life. The consumer further replaced the replacement antenna and recharger didn¿t resolve the coupling issue. On (B)(6) the consumer met with the rep. Who worked with them for at least an hour trying to determine what the issue was, and couldn¿t. Following this imaging was performed to determine if the ins was flipped, but the image wasn¿t conclusive so they were going to be scheduled for exploratory/possible replacement surgery for the end of december to verify the ins wasn¿t flipped or upside down even though they didn¿t think it was as the surgeon with their first implant implanted everything and it was snug. It was noted there was some movement, but the consumer didn¿t believe it was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.